Manufacturer narrative:
The type of thv valve is unknown; however, these are the possible 510k number for sapien xt and sapien 3:, (B)(4). This report represents the reported one (1) annular rupture. Additional details of these events are not available, including the treatment of the annular rupture and time of the event. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. There is insufficient information to determine the cause of the reported annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: elmously, a. (2018). Aortic angulation does not impact outcomes in self-expandable or balloon-expandable transcatheter aortic valve replacement. Cardiology, 96-102.

Event description:
A single-center study was published in the journal article ¿aortic angulation does not impact outcomes in self-expandable or balloon-expandable transcatheter aortic valve replacement¿. The study was from january 2016 to july 2017, and included 251 consecutive patients who underwent tavr for severe aortic stenosis at this institution and also had a contrast-enhanced mdct available for aortic-angle evaluation. From the total of 251 patients included in the study, 182 patients received a balloon expandable (be) with the edwards sapien xt/sapien 3 valve and 69 patients a self-expanding (se) [non-edwards tavr] valve. In this cohort patients undergoing be and se tavr over a wide range of aortic angles, the authors found no associations between angle and device success or any other clinical metrics. Increased aortic angulation does not adversely affect outcomes in be or se tavr. The following events occurred in the sapien group during the study period: 1 annular rupture, 1 myocardial infarction, 8 new permanent pacemaker (ppm), and 5 major bleed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Reference mfg. Report numbers: 2015691-2018-03178, 2015691-03181 and 2015691-03186.